Event description:
Independent repair center: customer alleged alarming/red light and alarm will not function and the key failure is the manifold valve is sticking. Additional malfunction is the power switch has a short circuit.